Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was relocated to the other side due to uncomfortable location. No device malfunction was suspected. The patient was doing well post operatively.